Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not find evidence of short battery life. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. The pump casing was opened and no defects were found with the power circuits. The reported battery life issue was not verified in the black box or duplicated during the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, this report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. All the buttons responded properly. The electrical current draws were within specifications. No evidence of moisture or loose components was found inside the pump when it was opened to further investigate. (B)(6).